Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-jun-09. It was reported that the implantable neurostimulator (ins) was removed three to four years prior to the report because it never worked. About one year and a half prior to the report, the patient was experiencing discomfort, she felt like ¿she was generating inside¿ and they experienced a constant motor running in their lower lombard and tailbone area. The patient also reported that they had seven surgeries with a fusion prior to the ins implant in 2010, she was becoming debilitate, she was unable to work and was always in pain since the past year prior to the report. In result, the patient had been using a cane for the past year. There were no further complications reported or anticipated.

Manufacturer narrative:
Section d information references other applicable components are: product ID: 3986a, lot# n284755, implanted: (B)(6) 2012, product type: lead. Product ID: 3986a, lot# n246277, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that their implant never stopped their pain and they had constant pain. It was reported that the patient¿s doctor removed their battery but their leads were still in the patient¿s back. It was stated that the patient had numerous treatments since their surgery. The stated that they wanted to speak to someone as they reported that their new doctor felt like their leads were not placed low enough. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot#: n284755, implanted: (B)(6) 2012, product type: lead. Product ID: 3986a, lot#: n246277, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient reports that the stimulator had been a disaster and that it never worked. The leads were put in too high and they were too short. The leads did not reach the nerves that cause the pain and the patient feels like stimulation still comes on. The patient's lead wires were not taken out because they are ingrown in them. The patient notes that she feels stimulation when there is a change in temperature, such as in a shower. Furthermore, the patient felt stimulation when they pass by televisions or hot water from the shower on their back. The patient was directed to their healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.